Manufacturer narrative:
(B)(4). The customer advised physio-control that on the third attempt to power on the device, it functioned normally. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during training, it was attempted to power on the device, however it would only "beep" and it appeared that the device would not power on. On the third attempt, the device powered on. There was no patient use associated with the reported issue.

Manufacturer narrative:
A third party service agent evaluated the customer's device but was unable to duplicate or verify the reported issue. As a precaution, the service agent replaced the power pcb assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during training, it was attempted to power on the device, however it would only "beep" and it appeared that the device would not power on. On the third attempt, the device powered on. There was no patient use associated with the reported issue.